Event description:
It was reported that during an ablation procedure, the staff could not get the probe to disconnect from the portable connector module( pcm). The clinical specialist (cs) noted that the laser connections had been burnt/melted at the junction. The cs visually and physically inspected this connection before the ablation was started and noted no anomalies; no red indicator light was showing at the laser connection and it was noted to be fully clicked in. The ablation was completed without issue. There were no patient complications reported in relation to this event.

Manufacturer narrative:
Device evaluation: the portable connector module was visually inspected upon return. Confirmed that the laser fibers melted inside the e2k connector.